Event description:
Following an uneventful novasure endometrial ablation, done around (B)(6) 2010, a patient was admitted to the emergency room "one week later" on (B)(6) 2010. She had "severe pelvic pain and brownish discharge. She had a fever of 101 [degree fahrenheit] and a white blood cell count of 19,000". A computed tomography (CT) scan showed an 8cm mass in the left ovary with "air and complex features". The patient was admitted to the hospital and treatment included the intravenous antibiotics zosyn (piperacillin sodium and tazobactam sodium) and flagyl (metronidazole). An ultrasound, done on (B)(6) 2010, showed a "6cm complex cyst [in the left ovary] with no evidence of torsion, and no air". Additionally, the pt was transfused (blood products unk) on (B)(6) 2010. Due to persistent pain, she was taken to the operating room (or) on (B)(6) 2010 for an exploratory laparoscopy. Evidence of abscess formation was found and a total abdominal hysterectomy with bilateral salpingooophorectomy was done. The pathology report indicated "left acute salpingitis and left ovarian abscess". On (B)(6) 2010, the physician reported the pt "is fine now".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).